Manufacturer narrative:
Correct serial number and manufacturing date have been added to the dedicated d.4 and h.4 sections. H.10: based on the investigation performed for similar cases, the reported error code can be due to: defective hall sensor, located on the drive unit stator; defective motor control board; defective connection between hall sensor and motor control board. Taking into account that the reported malfunction could not be reproduced, it cannot be ruled out that a faulty intermittent connection between the hall sensor and the motor control board could have led to the reported event. As per equipment maintenance interventions prevention, both the stator and the motor control board were replaced at the manufacturer site. The unit was then tested and shipped back to the customer in its expected function.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The serial number provided is under confirmation and it cannot be excluded that this is incorrect. The manufacturing date will be provided once available. Livanova deutschland manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. The connections were checked and the contacts were cleaned. It is likely that drive motor, motor control board and cable will be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a centrifugal pump system with tubing clamp displayed periodically an error code associated to inconsistent/ no actual value impulses from the hall sensor. Reportedly, the error appeared sometimes at the power up of the device and sometimes during operation. There was no patient involvement.